Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the ER because her heart rate was in the 40's. T-wave oversensing was suspected. It was also reported that the patient was in heart block and the device was tracking the patient's sinus rhythm. The lead and device remain in use. No further patient complications have been reported as a result of this event.